Manufacturer narrative:
(B)(4). Insulin pump was received with a broken battery cap. Insulin pump was received with a blank display due to corroded battery tube spring contact and corroded battery tube. Unable to verify low battery alert, excessive no delivery alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart alarm error test, displacement test, basic occlusion test, occlusion test, prime, compromised force sensor test, rewind test and excessive no delivery test due to blank display. Moisture damage was also found on the electronics assembly during visual inspection.

Event description:
Customer reported via phone call that the insulin pump had battery cap was stripping out. The customer¿s blood glucose was unknown. The customer stated that the insulin pump received random no delivery alarm and battery life was diminished, 2 weeks. The device will not be returned for analysis.